Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "the luer hub (brown head) had falling off from extension line". No patient harm reported. The catheter was replaced. The patient's condition is reported as fine.

Event description:
The complaint is reported as: "the luer hub (brown head) had falling off from extension line". No patient harm reported. The catheter was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied a photo showing the reported complaint. The photo shows the distal luer hub was separated and missing from the distal extension line. However, the distal luer hub is not included in the image. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with this kit states the following: "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." "Warning: open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The report that the distal luer hub separated from the extension line was confirmed through examination of the customer supplied photo. The photo shows the distal luer hub was separated and missing from the distal extension line. The distal luer hub is not included in the image and the actual complaint sample was not returned for evaluation. A device history record review was performed with no evidence to suggest a manufacturing related cause. The probable cause of the extension line/luer hub separation could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.